Manufacturer narrative:
The actual date of event is unknown. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump was running tpn and dispensed more than program had set. Performed pm checks using bd care fusion software connected to laptop. Passed all checks. Volume delivered was within spec at 12.1. Performed rat calibration anyway. New flow rate is 12.0. Passed all checks. There was patient involvement but no patient harm.